Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Loss of capture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The manufacturer attempted to obtain the lead by sending letters to the physician (on 6/12/06 and 6/19/06) but was not successful. Should additional information become available the event will be reopened.

Event description:
It was reported this lead was explanted due to loss of capture.